Event description:
It was reported that during a rectum procedure, after a few minutes, the device became very hot. The branch broke but did not fall into the patient. Another device was used to complete the case with no patient consequence. No additional information is available.

Manufacturer narrative:
Information anticipated, but unavailable at this time.